Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir¿s snap-cap width dimension per dop114-811 and d6014595. Also, using a new lab infusion set connect found reservoir's snap-cap too tight to connect/lock.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump's reservoir was not locking into place. Customer's blood glucose was 154 mg/dl at the time of the incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis, the reservoir will return.